Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty plugging the usb cable into the usb port in order to charge the pump. Reportedly, there was debris inside the usb port. There was no reported adverse impact to customer¿s blood glucose level. Customer declined to provide additional information and declined further troubleshooting with tandem technical support.